Event description:
It was reported that the pump powered off and, after restart, the connected glucose sensor would not display on the pump. Rescan attempts showed the sensor was incompatible because the user had a libre 3 sensor rather than the compatible libre 3 plus, and the user proceeded to pharmacy while using bg run mode. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included temporary loss of automated glucose data on the pump and user operation in bg run mode without injury or medical intervention. Investigation included customer education and troubleshooting to rescan and verify sensor compatibility. Investigation of this case revealed sensor¿device incompatibility and normal device function when paired with the correct sensor type. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.